Event description:
It was reported that the patient presented to the hospital after not feeling well with low blood pressure. An increase in impedance and increase in threshold were noted on the right atrial (ra) lead. Diagnostic imaging was performed revealing lead perforation. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of perforation, unacceptable threshold, and high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. The full helix extension length was measured within the specification. A tip stiffness test was performed, and the test results were within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.